Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1, ¿introduction,¿ lists bleeding, thromboembolic events, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU, rev. C, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27apr2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure. Additional information revealed that the patient had ongoing bleeding that required blood products. Additional information revealed that the patient had severe vasoplegia requiring significant pressor support and vitamin b12 with multiple attempts at coming off cardiac bypass. Postoperatively, there were challenges with elevated central venous pressure (cvp) as well as intermittent low flow alarms. A transthoracic echocardiogram (tee) was performed at the bedside showing that the right atrium's (ra) septum was pushed significantly towards left atrium (la), even after the mean atrial pressure (map) increased to greater than 100 mmhg and flows dropped to less than 2.5 lpm. An external clot was noted on tee. The patient underwent bedside chest exploration and washout. The clot was removed from behind the la and left ventricle (lv). There was some hemodynamic improvement, but no right ventricular (rv) improvement. It was determined the patient needed a right ventricular assist device (rvad). The patient had vasoplegia during left ventricular assist device (lvad) implant and also an rvad implant later the same day. The site of bleeding was diffuse coagulopathy and it was determined to not be related to the vad. The patient was also noted to have thrombocytopenia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed